Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that as there has been no contact since the patient's stimulation turning off on its own, it seems the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's stimulation is off. The implantable neurostimulator (ins) was charged to 100% within 1 minute. It was noted that the same situation occurred the day prior to the report. External factors were unknown. It was noted that stimulation was turned back on in the therapy app. The patient's physical condition did not feel any worse even when the stimulation was on or off. The patient had not recently experienced any instances of stimulator being turned off or stimulator being depleted. The patient was advised to pay attention to the fact that stimulation may rarely turn off when passing through the vicinity of the anti-theft device. The patient was asked to consult with the attending physician if stimulation continues to turn off on its own, even when the patient pays attention to theft prevention gates.